Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right ventricular (rv) lead was not capturing at high outputs. An xray confirmed the lead had dislodged. A lead revision was performed and the lead remains in use. No patient complications have been reported as a result of this event.